Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contraction baker grade iii" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: weight to spec, creases fold and white particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contraction baker grade iii" against left device. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Explant was previously reported due to a call received on 18/may/2022 aware date of supplemental medwatch #1. Aware date should have been listed as 21-apr-2022. Additional, changed, and/or corrected data: d.6b., h.6.

Event description:
Healthcare professional reported "capsular contraction baker grade iii" against left device. The device has been explanted.